Event description:
It was reported by the user facility that the saline bag back-filled during treatment mode while a patient was attached. The patient was not injured and did not require any additional treatment or medical intervention. No further information regarding the patient was available. The biomedical technician was unable to replicate the issue. The machine was put back into circulation.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.